Event description:
Saline solution leaked out of seam between latex and polyethylene sleeve. Saline dripped into patients chest cavity. Customer claims only a small amout of saline was used and that dripping occurred immediately.